Event description:
It was reported that, after a bhr resurfacing construct had been implanted on the patient¿s right hip on (B)(6) 2018, the patient experienced metallosis. A revision surgery was performed on (B)(6) 2019 to treat this adverse event. During this procedure, both the bhr acetabular cup and resurfacing femoral head were explanted and replaced with a full thr system. The patient¿s outcome is unknown.

Manufacturer narrative:
Internal reference number: (B)(4).

Manufacturer narrative:
It was reported that a right hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information has been requested for this complaint but has not become available. As no device batch numbers were provided for investigation for the acetabular cup and the femoral head, a manufacturing record review, device labelling / IFU review could not be performed. If more information is received, this investigation will be reopened. Without a definitive batch number, a complete review of the historical complaints data cannot be performed for the acetabular cup and the femoral head. A review of historical complaints data was performed using part numbers and the reported failure modes to evaluate patterns of repeated failures or defects in a timeframe prior 12 months as of the complaint aware date. Other similar complaints have been identified for the part number and the reported failure mode, and this failure will continue to be monitored. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, no prior applicable escalation actions were identified. The available medical documents were reviewed. It should be noted the surgical technique ((B)(4)) indicates, ¿the acetabular component is then fully impacted with 15-20° of anteversion and 40-45° inclination angle.¿ the revision operative report does not note the reported metallosis. The clinical root cause for the revision cannot be confirmed. It cannot be concluded there was a malperformance of the implant. The patient impact beyond the revision and expected transient post-op convalescence period cannot be determined. Based on the information provided we cannot confirm or further investigate the reported complaint, our investigation remains inconclusive, and a definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement. If additional information becomes available in the future, this case will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.